Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was evaluated at zoll canada and the device performed to specification. The device passed full functional testing using a test battery without duplicating the report. Review of the device log shows evidence of low battery warnings and a shut down warning prior to the device powering off. The device was recertified and returned to the customer. The battery used during the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year-old female patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.